Manufacturer narrative:
(B)(4). The device was returned to maquet for evaluation. Signs of clinical use and evidence of blood were observed. Blood was present in the delivery device, indicating deployment in to the aorta. The slide lock was not engaged and the plunger was fully depressed. The seal was returned outside the device in a fully unraveled state. The tension spring was outside the delivery device and the string was cut. No defects were observed to the loader, delivery device, seal and tension spring assembly. The tube was unable to be measured due to the presence of blood in the delivery device. The device was returned in a completely deployed state with evidence of blood in the delivery device. The device was unable to be evaluated for a fitment issue because the device was returned in a condition showing proper deployment. Based on the condition of the device as returned, the complaint was unable to be confirmed for the reported failure ¿fitment issue¿ ¿dropped inside delivery device.¿

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal dropped inside of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal dropped inside of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.